Event description:
The valve was explanted and replaced with a 21ahpj-105. According to the pathology report, an echo showed left ventricular hypertrophy, radiation, severe aortic regurgitation, and moderate tricuspid regurgitation. The pathology diagnosis stated "pannus with chronic inflammation and fibrosis". The valve was disposed of at the hospital.